Event description:
It was reported that the patient had two deep brain stimulator implants and the patient¿s spinal cord stimulator was off because it had caused a lot of problems. It had sent impulses between the patient¿s two stimulators and he had too much electricity in his body. The patient¿s body was on fire all the time. Due to the patient¿s parkinson¿s he had been falling for a long time, but in the past 6-9 months prior to the date of this report he had been falling backwards. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v129480, product type: lead. Product ID: 7482a51, serial# (B)(4), product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v141065, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).